Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the quick release in the night. There was no pull of the tubing and the pump was not dropped. No further information available.